Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported the hcp told them the battery is dead. The plan was to have the battery replaced (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient does not know the return status of the implantable neurostimulator (ins) as it will be explanted on (B)(6)2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to increase stimulation because they were having a little more of a problem, having to go to the bathroom a little more often. They noticed the return of symptoms the last few days, but today is worse. On the patient programmer (pp), the patient saw "call your dr" screen with the letters power on reset (por) in the bottom right corner so they called their healthcare provider (hcp) who then directed them to the manufacturing company. Por information and meaning was reviewed and the patient was redirected back to their hcp. It was also reviewed that a local manufacture representative (rep) may be paged by the hcp if they desire. No further patient complications have been reported as a result of this event.